Manufacturer narrative:
Device received with a steady blank white light on the display due to cracked and bleeding on lcd glass. Unable to verify missing segments/partial display or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due steady blank white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had flashing white screen and the red light on the side. The customer's blood glucose value was 140 mg/dl. Customer reports display was flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer stated that he was just giving himself a bolus and it started beeping. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.